Event description:
Per (B)(4) report event description: "volun october 10, 2014, after a thorough discussion of the risks and benefits of assisted vaginal delivery. Pt agrees to proceed. After baby delivery baby had a cephalohematoma at site of vacuum placement". (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for eval. Once this investigation is completed, a f/u report will be filed.

Manufacturer narrative:
(B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: the reported complaint concerning the mitysoft extractor cup cannot be evaluated for any possible abnormalities as it is not being returned, and a lot DHR review performed because the lot number was reported as "unknown". Should the sample be returned in the future, the investigation may be reopened and amended for any required information. The cephalohematoma may be a result of the vacuum created within the applied cup surface during its use as stated in the "adverse events" of the dfu. As an assurance verification a box of twelve devices from lot 172652 were functionally tested with a hand vacuum pump, part number 10022 from lot 156169, all twelve devices functioned satisfactorily. All twelve were drawn down to 20 - 25 in. Hg and maintained the vacuum for two minutes without any leaks or functional abnormalities. See the attached documents for testing objective evidence. Corrective action is not applicable as the root cause was unable to be determined due to the absence of the affected sample. Per bsr-qar-026 this complaint will be monitored for trending in that no injury was reported to end user, or patient. Device not returned by facility.

Event description:
Per maude report event description: "volun (B)(6) 2014. After a thorough discussion of the risks and benefits of assisted vaginal delivery, pt agrees to proceed. After baby delivered baby had a cepalohematoma at site of vacuum placement." Reference e-complaint number: (B)(4).